Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm during second inflation for 30 seconds. The procedure was completed with another of same device. No complications reported.